Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer experienced bleeding after inserting the adc freestyle libre sensor and subsequently experienced a loss of consciousness at the sight of blood. Customer's parents laid him down and raised his legs until consciousness was regained, however no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected the sensor and no issues were observed. Observed sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly and no failure modes were observed. No malfunction or product deficiency identified with the returned sensor. Since the sensor pack and applicator were not returned, further investigation could not be performed. If the sensor pack and applicator are returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer experienced bleeding after inserting the adc freestyle libre sensor and subsequently experienced a loss of consciousness at the sight of blood. Customer's parents laid him down and raised his legs until consciousness was regained, however no further treatment was reported. There was no report of death or permanent injury associated with this event.